Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that right after the patient had a CT scan, the patient began having bladder problems that came back, bladder accidents with vengeance, and the patient was going through pad left and right. The patient stated it's like the bladder stimulator stopped working. During the report, it was indicated that the stimulation was on, 2.4v on program 4. And the patient could feel the stimulation. The stimulation was adjusted to 2.5v and the patient confirmed that the stimulation was still being felt. There were no further complications or anticipations reported with this event.